Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 42 mg/dl. The line dropped and when the customer was called back he stated that he needed to take another call. No troubleshooting occurred, and no products were returned or replaced.